Manufacturer narrative:
The insulin pump passed the displacement test, self-test and a21 error test. All operating currents are within specification. Off no power alarm functions properly. Device was unable to prime during prime test and alarm motor error during basic occlusion test due to faulty force sensor. Unable to perform the occlusion test and excessive no delivery test due to prime fill anomaly. The motor passed motor test. Device had cracked case at display window corner upper left and upper right corners, cracked battery tube threads and a missing end cap sticker. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
It was reported via phone call that the insulin pump had a motor error alarm. The blood glucose at the time of the incident was 25 mmol/l. Troubleshooting was able to resolve the issue. However customer requested to have the insulin pump replaced. Customer also mentioned that emergency services were called due to their blood glucose. The device was returned for analysis.